Manufacturer narrative:
Analysis of the lead (va13kj1) found the distal end of the lead to be stretched.

Event description:
The manufacturer representative (rep) reported that, upon implantation of the tined lead through the introducer sheath, an adjustment was being made to remove the lead through the sheath and reposition. On fluoroscopy, a definitive separation between electrodes 2 and 3 could be seen. When the lead was removed from the patient for inspection, the damage to the lead and the separation between the two electrodes could be seen. It appeared the lead was snagged on the cannula or something during the adjustment and damage occurred. The lead was replaced with a different lead and the issue was resolved at the time of the report. The patient was alive with no injury. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.